Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No .

Event description:
The customer reported via phone call that they experienced high blood glucose of 401 mg/dl on (B)(6) 2018 and that their glucose sensor transmitter would not connect to their insulin pump. The customer's blood glucose at the time of the phone call was 401 mg/dl. The customer reported that they were replacing their sensor and received a sensor signal not found alarm. Troubleshooting was performed and the customer was unable to connect their transmitter to the insulin pump. The transmitter and sensor will be returned for analysis. Insulin pump will not be returned for analysis.